Event description:
During an atrial fibrillation (afib) procedure, it was reported that this catheter caused noise on all ECG channels as well as the body surface ECG's on both the carto 3 system and the ep recording systems. There was also an ECG card failure error on the carto 3 system. Changing out the catheter cable did not resolve the issue. The issue was resolved after the catheter was replaced. The procedure was completed without any patient consequences. Additional information provided stated the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The physician was not able to interpret intracardial signals or ECG signals.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during an atrial fibrillation (afib) procedure, it was reported that this catheter caused noise on all ECG channels as well as the body surface ECG's on both the carto 3 system and the ep recording systems. There was also an ECG card failure error on the carto 3 system. Changing out the catheter cable did not resolve the issue. The issue was resolved after the catheter was replaced. The procedure was completed without any patient consequences. Additional information provided stated the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The physician was not able to interpret intracardial signals or ECG signals. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.